Manufacturer narrative:
Insulin pump received with no up and act button response due to flattened dome switch. Unable to verify excessive no delivery alarm due to no button response. Also found unlocked lcd keypad connector during visual inspection, minor scratches on lcd window and scratched case.

Event description:
It was reported that the insulin pump had unresponsive buttons and alarmed for no delivery. Blood glucose reading was 10 mmol/l. No significant events were recalled leading up to the anomaly. Advised that the insulin pump wil be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.